Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown. Reportedly, the pump was turned back on, and when the customer attempted to reload the cartridge they received a minimum fill message. Customer was able to successfully load a new cartridge onto the pump. In addition, it was reported that the pump time was inaccurate. Customer stated the time was a day ahead. Tandem technical support guided the customer through correcting the pump time. Customer's blood glucose level was 200 mg/dl.